Manufacturer narrative:
(B)(6). Visual assessment of the device confirmed the reported complaint. The endobutton has broken at one of the through holes where the cl is applied. The cl is intact and shows no damage. The endobutton is dramatically bent. The break area shows signs indicating plastic deformation took place prior to fracture of the titanium material. This condition is consistent with the device undergoing excessive forces during the surgical procedure. Dimensional inspection of the endobutton confirmed it met print specifications. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an endobutton broke during an acl reconstruction. The broken device was successfully removed. The case was completed with a backup device. There were no reported patient injuries. No other complications were noted.